Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the knife was supposed to be non-adhesive but it was not, which increased the surgical time. There was no patient injury.